Manufacturer narrative:
Should additional information become available or should the device be returned for analysis this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). Additionally, an alert was issued due to a possible device malfunction. The local area field representative reported the device was explanted the following day and replaced with another manufacturer's device. No additional adverse patient effects were reported.